Manufacturer narrative:
This report is submitted on august 21, 2020.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to re-implant the patient with another device (date not available).